Manufacturer narrative:
After further inspection, it was found that the floor locks were inoperative due to a defective hydraulic cylinder causing the ts7000u surgical table to tip. The defective hydraulic cylinder was replaced. Based on this information, no further action is required.

Manufacturer narrative:
Analysis of table data logs revealed no abnormalities. Inspection of the table found that the lift drive motors were not at the proper calibration. A trumpf technician calibrated the left tilt, right tilt and trendelenburg drive motors. The table is functioning as designed.

Event description:
Customer reported that the table started to tip when going into the reverse trendelenburg position during a case. The customer was able to continue with the procedure with no impact to the patient.